Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed lead noise with noise reversion from right ventricular (rv) lead. No intervention has been performed. The patient was stable.